Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that during a colonoscopy procedure removing a large lesion, 7 clips were used but one clip did not fire, remaining attached to the trigger. The set was removed and a new clip was used. Additional information was received on 26 nov 2024 that the user held the handle spool during device passage through the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The photo provided shows the device coiled in the pouch and the lot number matches the report. The distal end of the device cannot be seen. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided could not confirm the report. The additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Precautions: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the user held the handle spool during advancement through the accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The photo provided shows the device coiled in the pouch and the lot number matches the report. The distal end of the device cannot be seen. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that during a colonoscopy procedure removing a large lesion, 7 clips were used but one clip did not fire, remaining attached to the trigger. The set was removed and a new clip was used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.